Event description:
On 11/29/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The device was returned for evaluation. Result of the evaluation is still pending.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device other than this complaint which prompted this MDR. Device return requested, but not completed as the date of this filing. The MDR will be updated if the device inquestion was evaluated.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The initial MDR that was sent showed the pump was tested for a system error when the reported complaint was an abrupt power off on 1/17/2024. The pump was tested on 1/17/2024. The results are below: the event log was reviewed, and it was confirmed that an abrupt power off took place. This is seen by the presence of log_event_on codes without a log_event_off between it. Refer to the lines below: event 311: log_event_timpstamp time: (B)(6) 2023 05:13:04 eventbytes: 02 23 11 15 05 13 04 67 event 312: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff 00 d5 ff 2b fd the reported issue is confirmed. The pump does not meet passing criteria.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was tested on (B)(6) 2024. The results are below: the event log was reviewed, and there were no system error lines present inside the log. An 100 ml infusion was started an ran until completion without a system error taking place. The reported issue is not confirmed. The pump meets passing criteria.